Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with no external damage. During analysis, the customer's reported problem was able to be duplicated. It was noted that the cause of the reported problem was that the lcd cable connection was loose on the main board. It was also noted that occlusion test and all functional tests were passed. Service plugged the lcd cable into main board and secured connection with hot glue, replaced cracked bottom case, cleaned, greased and calibrated the device and performed power up process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical cadd medfusion pump was lighting up and exhibited alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.